Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the essure device was noted to be perforating out of the tube very near the cornual region"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("abortion") in a 34-year-old female patient who had essure (batch no. 627309) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 (((B)(6) 2002, (B)(6) 2006)), wrist surgery in 2008, endometriosis, molluscum contagiosum, nasal septal operation, anxiety, hypothyroidism, lasik eye surgery, premenstrual dysphoric disorder, breast tenderness, fatigue, food craving, irritability, menstrual cramps, stress and anesthesia. Previously administered products included for an unreported indication: birth control pill in 2006, caffeine, mirena, iud and zoloft. Concurrent conditions included paratubal cyst since (B)(6) 2018, meningitis serosa circumscripta, muscle pain, pain in hip and nonsmoker. Concomitant products included ibuprofen (motrin) and misoprostol (cytotec). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), pelvic pain ("pelvic pain") and nausea ("nausea"). On (B)(6) 2016, 7 years 3 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication of device insertion ("one tube was not allowing coils to be inserted"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous and complication of device insertion outcome was unknown, the depression, anxiety and pelvic pain had not resolved and the nausea had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, complication of device insertion, depression, fallopian tube perforation, nausea, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy was noted in the product implant date which was reported as (B)(6) 2008, (B)(6) 2009 and (B)(6) 2009. There was no evidence of any endometriosis. Insertion procedure: left ostia identified and then right ostia. Essure devise opened and attempted to place on tight but could not pass then left identified and devise placed easily with" trailing coils. Second attempt pleading right - tissue in wcry and removed with grasper but continued resistance meet with to place. Procedure aborted at this point alters several attempts to place right sided device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion . The results of essure confirmation test was total bilateral occlusion and the healthcare provider tell about the results that my tubes were closed. Home pregnancy test ¿ otc pregnancy test and blood confirmation test by my mdotc pregnancy test and blood confirmation test by my doctor. (B)(6) 2016: surgical pathology report issue exam fallopian tubes, bilateral fallopian tube: result: 1: "bilateral tubes": completely transected segments of fallopian tubes (2), one with benign paratubal serous cyst. 2: "essure device from left tube": foreign body - coiled wire - gross only. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient who had essure (batch no. 627309) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "one tube was not allowing coils to be inserted". The patient's past medical history included gravida ii, parity 2 (((B)(6) 2002, (B)(6) 2006)), wrist surgery in 2008, endometriosis, molluscum contagiosum, nasal septal operation, anxiety and hypothyroidism. Previously administered products included for an unreported indication: birth control pill in (B)(6) 2006, zoloft and iud. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and mental disorder ("psychological or psychiatric problems"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown and the mental disorder had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered medical device removal, mental disorder and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy was noted in the product implant date which was reported as (B)(6) 2008, (B)(6) 2009 and (B)(6) 2009. Diagnostic results: the results of essure confirmation test was total bilateral occlusion and the healthcare provider tell about the results that my tubes were closed. Home pregnancy test ¿ otc pregnancy test and blood confirmation test by my mdotc pregnancy test and blood confirmation test by my doctor. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - case updated as incident. Previously reported event "severe injuries" was replaced by new events "pregnancy (no complications), psychological or psychiatric problems, device ineffective, one tube was not allowing coils to be inserted and medical device removal" were added. Event 'severe physical injuries' was deleted. Lot number was added. Historical and concomitant conditions were added. Lab data was added. New reporter were added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal"), pregnancy with contraceptive device ("pregnancy (no complications)") and fallopian tube perforation ("the essure device was noted to be perforating out of the tube very near the cornual region") in a 34-year-old female patient who had essure (batch no. 627309) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 (((B)(6) 2002, (B)(6) 2006)), wrist surgery in 2008, endometriosis, molluscum contagiosum, nasal septal operation, anxiety and hypothyroidism. Previously administered products included for an unreported indication: birth control pill in (B)(6) 2006, zoloft and iud. Concurrent conditions included paratubal cyst since (B)(6) 2018 and meningitis serosa circumscripta. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), mental disorder ("psychological or psychiatric problems") and complication of device insertion ("one tube was not allowing coils to be inserted"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (laparoscopic bilateral salpingectomy).essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, pregnancy with contraceptive device, fallopian tube perforation and complication of device insertion outcome was unknown and the mental disorder had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered complication of device insertion, fallopian tube perforation, medical device removal, mental disorder and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy was noted in the product implant date which was reported as (B)(6) 2008, (B)(6) 2009 and (B)(6) 2009. There was no evidence of any endometriosis. Diagnostic results: the results of essure confirmation test was total bilateral occlusion and the healthcare provider tell about the results that my tubes were closed. Home pregnancy test ¿ otc pregnancy test and blood confirmation test by my mdotc pregnancy test and blood confirmation test by my doctor. (B)(6) 2016: surgical pathology report issue exam fallopian tubes, bilateral fallopian tube: result: 1: "bilateral tubes": completely transected segments of fallopian tubes (2), one with benign paratubal serous cyst. 2: "essure device from left tube": foreign body - coiled wire - gross only. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming fallopian tube perforation, pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: mr received. Reporter information added. Concomitant condition, laboratory data were added. Event added: fallopian tube perforation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the essure device was noted to be perforating out of the tube very near the cornual region"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("abortion") in a 34-year-old female patient who had essure (batch no. 627309) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 (((B)(6) 2002, (B)(6) 2006)), wrist surgery in 2008, endometriosis, molluscum contagiosum, nasal septal operation, anxiety, hypothyroidism, lasik eye surgery, premenstrual dysphoric disorder, breast tenderness, fatigue, food craving, irritability, menstrual cramps, stress and anesthesia. Previously administered products included for an unreported indication: birth control pill in 2006, caffeine, mirena, iud and zoloft. Concurrent conditions included paratubal cyst since (B)(6) 2018, meningitis serosa circumscripta, muscle pain, pain in hip and nonsmoker. Concomitant products included ibuprofen (motrin) and misoprostol (cytotec). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), pelvic pain ("pelvic pain") and nausea ("nausea"). On (B)(6) 2016, 7 years 3 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication of device insertion ("one tube was not allowing coils to be inserted"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with ibuprofen and surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous and complication of device insertion outcome was unknown, the depression, anxiety and pelvic pain had not resolved and the nausea had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, complication of device insertion, depression, fallopian tube perforation, nausea, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy was noted in the product implant date which was reported as (B)(6) 2008, (B)(6) 2009 and (B)(6) 2009. There was no evidence of any endometriosis. Insertion procedure: left ostia identified and then right ostia. Essure devise opened and attempted to place on tight but could not pass then left identified and devise placed easily with" trailing coils. Second attempt pleading right - tissue in wcry and removed with grasper but continued resistance meet with to place. Procedure aborted at this point alters several attempts to p lace right sided device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion, ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion . The results of essure confirmation test was total bilateral occlusion and the healthcare provider tell about the results that my tubes were closed. Home pregnancy test ¿ otc pregnancy test and blood confirmation test by my mdotc pregnancy test and blood confirmation test by my doctor. (B)(6) 2016 : surgical pathology reporttissue exam fallopian tubes, bilateral fallopian tube: result: "bilateral tubes": completely transected segments of fallopian tubes (2), one with benign paratubal serous cyst. "Essure device from left tube": foreign body - coiled wire - gross only . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming fallopian tube perforation, pregnancy with contraceptive device, abortion and anxiety. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs and mr received- new event, pelvic pain, nausea, psychological or psychiatric problems update to anxiety and depression were added. Medical device removal is replace with the essure device was noted to be perforating out of the tube very near the cornual region, preganncy with complication, device ineffective and abortion. Historical, concomitant, and treatment drug were added. Historical and concomitant conditions, lab data, new reporter, race were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.